Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that her blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
A device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found. The initial report indicated the device manufacture date for the suspected device as 02-jun-2016. The correct device manufacture date is 28-jun-2016. Section h4 has been updated with this information.